Event description:
Boston scientific received information that this right ventricular (rv) lead was not implanted due to tortuous and stenotic patient's vasculature. The physician tried different sheaths and had bent the sheath to 90 degree angle prior to inserting this lead. As this lead was pushed further, the firm stylet passed through the side of the lead. The rv lead was not implanted and was never in service. The physician might put an epicardial lead in a later time. During the recovery period, the patient was coughing blood and it was found out that the patient had hemo-pneumothorax which required chest tube insertion and intubation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.